Event description:
It was reported that the patient was presented to the emergency room and hospitalized after receiving multiple shocks. The patient alleged that the shocks caused the heart valve to decrease pumping blood out of the heart. The patient also stated that the lead wire needed to be replaced. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.